Event description:
In 2001, pt had a dialysis catheter placed. Pt began to experience cough & was treated for possible pneumonia. An x-ray on 10/2001, (a chest x-ray) revealed a piece of a catheter in the pulmonary artery. The broken piece was 2.5cm long. It was removed on event date.